Event description:
A physician reported a pt who was administered a skin test in the left forearm on 1999. On 3/3/99, the pt presented with a red, firm nodule with occasional soreness and itching at the test site. The physician diagnosed hypersensitivity. No medical or surgical intervention was prescribed on 3/3/99. On 4/30/99, the physician administered 0.2cc of intralesional kenalog to the test site, which was effective.